Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign body within the air/water cylinder (tube) of the control unit, and foreign material in the air/water channel located at the distal end of the insertion part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause or the type of foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.